Manufacturer narrative:
(B)(4). Device has not been returned. If device is returned, a supplemental report will be filed.

Event description:
According to the reporter, this was the second handle was opened during a sleeve gastrectomy, and during the firing attempt with its second reload, it did not fire. The reload also could not be disconnected from the device without great difficulty. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload, one powered handle, and one adapter opened by the account. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken and received separated from the adapter. Furthermore, the articulation rod was bent. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated (B)(4) autoclave cycles for both the handle and adapter. A review of the handle eeprom was performed with engineering and no error codes were displayed related to an inability to fire the device. Functional testing of the reload could not be performed due to the noted damages. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. A pmv representative battery was utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than (B)(4) surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. A reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the adapter and handle device history records for indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. Additional product received 3/8/2016: product number: egia60amt; procode: gdw.